Event description:
An optometrist reported a case of small corneal abrasion, observed on a pts' right eye three weeks post photo refractive keratectomy (prk). Pt noted a foreign body sensation when he awoke in morning. Reporter indicated pt was seen in the office and diagnosed with small corneal abrasion and increased topical steroid eye drops dose. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).